Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The reported blood glucose reading at the time of the call was 300 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but there was no tubing clamp for the high pressure test. Nothing further was reported.